Event description:
Per report from materiel management, a smartport was implanted on mid-(B)(6), 2017. The port was replaced in between by a second provider, subsequently. The port was used monthly for blood draws and immunosuppressive therapy for diagnosis of breast cancer. In late (B)(6), it was flushed and the patient was noted to have pain with flush, and so a flow study was performed, identifying a fracture of the catheter. The port was explanted five days later by the initial physician. The fractured portion of the catheter was found to be in the heart.